Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise due to lead fracture was observed on the ECG. The lead was capped and replaced. No adverse consequences were related to this event.